Manufacturer narrative:
H10: the device was not returned for evaluation, but an electronic photo was provided and reviewed. The investigation was confirmed for introducer sheath crinkling and the findings were consistent with a deformation due to compressive stress issue. A definitive root cause could not be determined. The device was labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the MRI l/p port w/brov 6.6f products that are cleared in the us. The pro code for the MRI l/p port w/brov 6.6f products was identified in d2. H10: g4. H11: g1, h6 (method, results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880c implantable port allegedly experienced material deformation and deformation due to compressive stress. The information was received from one source. One patient was involved with no reported patient injury. The male patient was 20 years old and weighed 62 kg.

Manufacturer narrative:
The device was not returned for evaluation, but a photo was provided for review. The company is still investigating the issue at this time. The catalog number identified in section has not been cleared in the us, but is similar to the MRI l/p port w/brov 6.6f products that are cleared in the us. The pro code for the MRI l/p port w/brov 6.6f products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0603880c implantable port allegedly experienced material deformation. The information was received from one source. One patient was involved with no reported patient injury. The male patient is (B)(6) and weighs (B)(6).